Event description:
It was reported via repair work order that the headend lift would not lower past mid-height due to a malfunctioned wiring harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.